Event description:
The customer reported the ventilator failed pre-operational testing due to a low circuit pressure measurement. The ventilator was not in use on a patient therefore there was no patient harm or involvement. A low circuit pressure measurement may be a result of a system leak or open, which may result in the ventilator not providing breath support during use in normal ventilation mode. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) who advised evaluation of the exhalation filter door for cracks/leaking and 3 station solenoid for replacement to address the reported problem.

Manufacturer narrative:
Out of warranty; no manufacturers service requested.